Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual inspection revealed that at 25.6 cm distal from the strain relief, the hypotube was kinked. The sds (stent delivery system) used in the procedure with the guidezilla ii complaint device was not returned for analysis nor was the size or brand clarified, so a test sds was used for functional testing. The sds was able to be inserted and advanced through the collar and shaft of the device. However, the stent was unable to exit the most distal end of the device. Microscopic inspection revealed that the tip of the device was detached. After functional testing it was found that the tip was prolapsed within the distal end of the shaft preventing the stent from exiting.

Event description:
Reportable based on the device analysis completed on 08nov2024. It was reported that the device failed to cross the lesion. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the guidezila could not cross the lesion. The stent could not be delivered through the guidezilla. The procedure was completed with a different device. There were no complications reported, and the patient was stable post procedure. However, device analysis revealed that the tip was detached.